Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the software analyzer was "faulty" and that it was possibly attributed to the programmer, both the programmer and the software analyzer passed all functional and bench tests. Analysis did note that the programmer display screen dropped, there were broken tabs on the power cord bay door and the system fan was noisy. The lower display hinges, power cord bay and system fan were all replaced to resolve.

Event description:
It was reported that the programmer's analyzer was "faulty," that its r waves read >20 through the analyzer and 4 millivolts through the device. Both the analyzer and the programmer have been returned for service and testing. The patient suffered complications during the procedure however it is not likely to have been related to this reported malfunction.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5076-58 lead. (B)(4).